Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor was unable to power on. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. The cause of the monitor not powering on was a ram (components u100 and u101) failure of the c/a board sn (B)(4). The ram had an intermittent connection, which was discovered by the monitor's inability to write to the ram. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling as the monitor was returned with signs of damage to the case. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.